Event description:
It was reported that this right ventricular (rv) defibrillation lead dislodged causing noise, oversensing, and inappropriate shocks. The lead was therefore surgically repositioned. No additional adverse patient effects were reported. The lead remains in service.